Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 694 mg/dl. The customer was hospitalized for diabetic ketoacidosis. The customer experienced symptoms such as a heart attack. The customer was treated at the hospital. . The customer was wearing the insulin pump during the hospitalization. The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer's blood glucose was 297 mg/dl and the sensor glucose was 96 mg/dl at the time of the incident. The sensor will not be returned for analysis.